Event description:
MFR representative reports pt underwent ins device explantation due to seizure activity of unknown etiology. After implant of the ins device the pt started having seizures although the device was helping with pain mgmt. Due to the seizure activity the device was turned off and remained in place but not used. The pt's disease process progressed requiring an MRI so the device was explanted. No add'l info on pt symptoms or outcome despite repeated attempts to contact the hcp. A follow up report will be sent if add'l info is rec'd.